Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection was performed on the product and no issue was observed. A functional evaluation revealed the motor was noisy. A blade stall condition or noisy motor will result in increased current draw from the control unit which will heat the motor and hand piece housing. The complaint was confirmed, and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the failure include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up, the mdu got hot. Backup device was available to complete the procedure. No delay and no patient complications were reported.